Event description:
It was reported that oversensing and intermittent lead capture, consistent with lead fracture was observed. Device interrogation showed patient received appropriate shock. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form f2 uf number (B)(4).